Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour the needle had not retracted upon initial activation. Upon removal of the pod the patient experienced bleeding at the infusion site.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad and the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted upon opening the pod. Score marks were observed on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. This misalignment caused contact between the linkage assembly and top housing that prevented the formed needle from fully deploying and retracting. The exposed needle that resulted could have contributed to the reported bleeding.